Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duraseal dural sealant system (202050) was in contact with a patient during a tumor dura procedure, and when injecting diluent syringe (blue label) into the powder vial, the powder would not dissolve.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The duraseal dural sealant system (202050) was returned for evaluation: device history record (DHR) review - the DHR was reviewed, and no anomalies were found during the manufacturing and packaging process that could be related to the reported condition. Failure analysis - investigation showed that the sample received back included the pouch, tray, cap holder, syringe holder, y-connector, 3 spray tips, and blue syringe connected to the vial. The y-connector, spray tips, cap holder and syringe holder were visually inspected and showed no signs of damage. The phosphate syringe was empty and was attached to the vial. There was no damage to the syringe. The syringe tip was removed from the plunger and it was confirmed that the kokou tip was used. The vial was inspected, and it was found with blue peg inside. The bioset was pressed down and the red line was not visible which is an indication that some liquid was able to enter the vial, but the quantity of liquid was not enough to complete the peg reconstitution operation. A test with water was performed by filling the blue syringe with water up to the 2.5 ml line, assembling and attaching the syringe to the vial, and once the syringe was pushed all the way down, water was able to enter the vial. After mixing the vial, all blue peg was dissolved, and there were no issues with the withdrawal of the liquid from the vial. After sample evaluation, the failure mode could not be confirmed. Root cause - the reported complaint is not confirmed, and the root cause is undetermined. Per the fmea, potential causes of failure include: issues with solution mixing and coverage. The risk remains acceptable per the risk analysis. No enhancements or improvements were generated for the reported condition. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.